Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete device information.